Event description:
It was reported that removal difficulty was encountered. The target lesion was located in a coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment and had difficulty tracking over the guidewire. After stent deployment, the balloon was deflated, however, during withdrawal, it was noted that the balloon was sticking to the stent and was difficult to remove. The device was intact when it was removed from the patient. The procedure was completed with the original device. No patient complications were reported.